Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency medical services and hospitalized due to low blood glucose on (B)(6) 2021. Customer's blood glucose at the time of event was 35 mg/dl. Customer's current blood glucose was 307 mg/dl. Customer's blood glucose was treated for low blood glucose. The customer did experienced the symptoms such as shaking, sweating, anxiety, mental confusion, inability to follow simple commands, weakness, fatigue. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of low blood glucose. Auto mode was not active at the time of event. The insulin pump will not be returned for analysis.